Event description:
It was reported that during a stenting treatment procedure, filterwire retrieval difficulties occurred. The 95% stenosed lesion was located in the non tortuous and non calcified saphenous vein graft (svg) to the native right coronary artery (rca). Another manufacturer's stent was implanted. The filterwire was advanced to the lesion. The retrieval device "kept bumping into the proximal end of the stent." The retrieval device pushed the stent 24mm distally. The procedure was completed with another manufacturer's stent. No further patient injuries or complications were reported. The patient status is reported as "fine."

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trendign review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)